Event description:
It was reported via repair work order that the siderail could not remain latched due to a detached latching spindle. Also reported via work order a broken plastic head end zoom cover with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail could not remain latched due to a detached latching spindle. Also reported via work order a broken plastic head end zoom cover with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was issued without the PMA/510(k)#. This follow-up MDR includes the PMA/510(k)# for this product.